Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between the acoustic lens and ultrasound probe was confirmed. However, a definitive root cause could not be established at this time. The reported issue of ¿no ultrasound function¿ was not confirmed. The event may be detected/prevented by following the instructions for use section sections below: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope loaner unit had no ultrasound function. The device was returned for evaluation. During the device evaluation, a gap between the acoustic lens and the ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the reportable findings provided in b5, the evaluation found due to wear of the forceps elevator lock engagement lever; the up/down knob could not be locked securely. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.